Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system (s/n (B)(4) displayed a tcmid:06 (ce post failure) error message" was confirmed during the system's event log data review and functional testing. The root cause of the reported tcmid:06 was the defective cooling engine (ce), most likely due to the aging of the device. This thermogard console was manufactured in february 2012 and has over 16,900 pump hours recorded. The console is over 10 years old, well beyond its expected service life of 5 years. During visual inspection, several damaged and missing parts were noted, unrelated to the reported complaint. The white rollers were worn, the top lid had become discolored (turned yellow), and the coldwell gasket was degraded, likely attributed to the age of the thermogard console. In addition, a large crack/breakage was observed on the top cover deck, the pump lid hinge was broken, and the saline hook and the handle were completely detached from the back mast of the console, attributed to user mishandling/negligence. No records were found showing that preventive maintenance (pm) was performed on this console since the last time it was serviced by zoll in 2018. All the damaged and missing parts will be replaced to address the observed issues. The system's event log data revealed multiple tcmid:06 (ce post failure) error messages around the customer's reported complaint date, confirming the reported complaint. The thermogard system failed functional testing during the power-on-self-test (post) due to the tcmid:06 error message, confirming the reported complaint. The root cause of the tcmid:06 was the defective cooling engine (ce), which will need to be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for thermogard console with serial number (B)(4). Ccr 10890 was reported on (B)(6) 2012, and the cooling engine was replaced to remedy the issue.

Event description:
The customer reported that the thermogard xp ivtm system (s/n (B)(4) displayed a tcmid:06 (ce post failure) error message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.